Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a bubbled/delaminated downstream occlusion (dso) sensor seal. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection found a delaminated downstream occlusion (dso) seal, contaminated dso sensor, and a damaged air in line detector. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. The dso seal, sensor, and air detector were all replaced.